Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 74 mg/dl and the sensor glucose was 174 mg/dl at the time of the incident. The customer stated that the insulin pump went into suspend mode and was shut off for 8 to 10 hours. Customer had to pull the sensor out and had an x-ray. Customer stated that she has gastroparesis. Customer reported that the threshold suspend alarm kept waking her up. The sensor and the insulin pump will not be returned for analysis.